Event description:
The customer reported that their device was displaying incorrect alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse recommended to the customer to reboot their device to see if the issue would cease. The customer later stated that the reboot did not resolve the issue. The rse then instructed the customer to run system setup on their patient information center ix (pic ix) and stated that if that did not fix the issue then they should reload the systems software. The customer then took on full responsibility to correct the issue and never called back regarding the issue. The rse attempted to reach out to the customer for additional information three times with no success and the case was closed.there is insufficient information to rule out a product malfunction.

Event description:
The customer reported that their device was displaying a different alarm retrospectively after the original alarm was silenced on the central monitor. The device was in use on a patient. There was no report of patient or user harm.